Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: battery cap and cartridge cap was not returned with the pump for investigation. Test caps were used to complete the investigation. Review of the alarm history did not reveal any record of occlusion alarms. Review of the black box data did not reveal any record of high force. The pump was exercised for 24 hours without occlusion, errors, alarms, or warnings occurring. Investigation did not duplicate the alleged occlusion. As part of the investigation, and occlusion alarm was simulated; the pump emitted the appropriate audible and visual occlusion alarm per normal operation. Investigation did not duplicate the alleged absence of occlusion alarm issue and the pump was determined to be operating within the required specifications without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked on the side at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).